Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 07:29:36 on (B)(6) 2023. At 02:47:31 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf/fine vf with CPR/motion/tactile artifact. CPR/motion/tactile artifact use prevented the lifevest from treating the patient. The device was shut down at 03:51:13 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.